Manufacturer narrative:
Allergan has initiated an investigation into this late report. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿hard nodule in the lip¿ and ¿lip swelling¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients who experience skin injury near the site of juvéderm voluma® xc implantation may be at a higher risk for adverse events. 6. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data: postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient in the lips with an .7 ml of juvéderm volbella® xc. Five months later, the patient was injected in the cheeks with juvéderm voluma® xc. The month after the second dermal injection, the patient reported appearance of a hard nodule in the lip and visited a dermatologist. A biopsy was performed that same day that revealed ¿a reaction to juvéderm volbella® xc.¿ a medrol dosepak was provided that same day by the dermatologist. A week after the biopsy was administered, the patient saw the injector, who treated the patient with vitrase, claritin, and finished the medrol dosepak. Two weeks after seeing the injector for treatment, the patient followed up with the injector who noted, ¿the lip swelling is mostly resolved and non-tender.¿ symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00912 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.